Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06335. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient had mesh implanted and diagnostic cystoscopy and concurrent anterior and posterior colporrhaphy on (B)(6) 2006. On (B)(6) 2008 an additional mesh was implanted. Excision of mesh was performed on (B)(6) 2008 due to erosion.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation to treat stress urinary incontinence, cystocele and rectocele. Due to pelvic/vaginal pain, erosion, and recurrent urinary incontinence the patient underwent mesh removal on (B)(6) 2008.(B)(4).